Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 28062dk-not valid,b94873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, miscarriage, abortion, vaginitis, vulvovaginitis, metrorrhagia, adnexal mass, polymenorrhea, breast mass, asthma, laparoscopy, ovarian cystectomy, multigravida and parity 4. Current weight 205 lbs. Concurrent conditions included vaginal itching, bacterial vaginosis, ovarian cyst and sexually transmitted disease. Family history included breast cancer and ovarian cancer. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) 24-jul-2013 to october 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infestation / infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with eletriptan hydrobromide (relpax), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal infection, vaginal discharge, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for vaginal infestation ,vaginal discharge. On (B)(6) 2014 the right tubal ostium was noted. The essure device was placed in this ostium without difficulty, there was a little bit of spasm but we were able to place the device anyway. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: (as per pfs): total bilateral occlusion. (As per mr): the bilateral essure devices appear to occlude both fallopian tubes with no patency of the fallopian tubes visualized.. Lot # reported (28062dk) is not valid. Batch no b94873 production date 2013-11-19 expiration date 2016-11-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporter's information added.rcc added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 28062dk-inv,b94873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, miscarriage, abortion, vaginitis, vulvovaginitis, metrorrhagia, adnexal mass, polymenorrhea, breast mass, asthma, laparoscopy, ovarian cystectomy, multigravida and parity 4. Current weight (B)(6). Concurrent conditions included vaginal itching, bacterial vaginosis, ovarian cyst and sexually transmitted disease. Family history included breast cancer and ovarian cancer. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique)(B)(6) 2013 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infestation / infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with eletriptan hydrobromide (relpax), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal infection, vaginal discharge, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for vaginal infestation ,vaginal discharge. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram on (B)(6) 2014: result: (as per pfs): total bilateral occlusion. (As per mr): the bilateral essure devices appear to occlude both fallopian tubes with no patency of the fallopian tubes visualized. Lot # reported (28062dk) is not valid. Batch no b94873, production date 2013-11-19, expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: case became incident. Removal details updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.